Event description:
Reporter indicated a vns therapy patient underwent generator replacement surgery, due to end of service. The reported issue, end-of-service, was confirmed. An open can measurement of the battery voltage verified that the battery was depleted. It was determined that the q10 component was the root cause of the out-of-limit post burn-in test parameters, and the abnormal diagnostics testing. The leaky q10 was also a contributing factor to the premature eos.